Manufacturer narrative:
Covidien reference number: (B)(4). Evaluation of the device by a third party service technician found no device malfunction or anomalies; normal ventilator operation was confirmed. The unit was then returned to the customer. Nothing will be returned to the manufacturer for further analysis.

Event description:
It was reported that during use, the patient felt that the ventilator operating noise was different than usual. Ventilation did not stop. The patient was removed from the ventilator and transferred to another ventilator as a precaution without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).